Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for a 46mm abdominal aortic aneurysm. It was reported that during the index procedure, a slight type ib endoleak was observed. A second endurant limb was implanted to land 1mm distally to the first stent graft limb but after angiogram the endoleak remained. After ballooning and angiogram the endoleak was still visible. It was noted that calcification of the access vessels was present on both sides. Due to religious reasons, the patient could not have a blood transfusion and as the physician was concerned about injury if further intervention was to be performed, the procedure was completed. The cause of the event as per the physician, was anatomy due to severe calcification and a short distal seal zone leading to insufficient sealing of the stent grafts. No additional clinical sequelae were reported and the patient will be monitored.